Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device has 3.5 years battery left and its only been in three years. Moreover, the battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. However, this device was consuming, and the power consumption was expected to continue to increase. The device should be replaced and returned for detailed analysis. The malfunction appeared to be consistent. This device remains in service. No adverse patient effects were reported.